Event description:
It was reported that this brady lead was a case of an attempted implant due to no acceptable threshold measurements and in one location diaphragmatic stimulation was unavoidable. This brady lead was replaced with different model, not implanted and was returned for analysis. No adverse patient effects were reported.